Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition and was decontaminated. Device was in good condition. No apparent physical damage. Performed patient pressure cycling check - patient pressure indicator / cycling indicator. The patient pressure cycling indicator showed to be out of specs, confirming the customer's complaint. The root cause was the pressure switch being out of calibration. As a result, the pressure switch was recalibrated. Replaced and updated all pm kits i.e. Replaced sintered filter o-ring, MRI 3.6v battery and stuck vent o-ring. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 initial reporter phone number extension: ext (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the issue was "patient pressure cycling check". Patient involvement is unknown.